Event description:
The customer reported a sample previously identified as group ab negative, reacted negative in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot # 111307037-29. Repeat testing using an alternate lot # 121707037-27 also showed negative reactivity in the anti-a microtube. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Ocd was unable to confirm customer complaint as the retain testing and batch record review were within release specifications. An add'l complaint was opened for lot 121707037-27, MDR # 1056600-2008-00135.